Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation, and the results of the investigation provided in a follow-up medwatch. (B) (4).

Event description:
As reported by the end user in (B) (6), during preparation for a pci procedure, the "distal connection part of the syringe was not fixed properly" and air entered the fluid management system via the connection of the control syringe and manifold. As this occurred during the preparation, there was no contact with the patient and consequently, no harm to the patient. The procedure was completed with another new device of the same upn without complications.